Event description:
It was reported the powerseal curved jaw sealer and divider, single action a e0662 "system error code". The issue was found during an unknown therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.